Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the iol has not been confirmed to have been explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00, 24.0 diopter lens was implanted in the patient's left eye. While inserting the iol into the eye, the doctor noticed it was scratched. The lens was implanted and left in the eye. Doctor plans on explanting it tuesday (B)(6) 2019. The scratch is causing the patient to have visual disturbance, like a bug in their field of vision. There were no additional complications reported. No further information was provided.